Event description:
A report was received that during a trial implant procedure the lead was caught on the ligament flavum and a contact popped off. The contact remains implanted in the patient. The physician will consult with another physician and remove the contact at a later date.

Manufacturer narrative:
Additional information indicates that the patient did not see a physician. Nothing has been scheduled or will be done at this time.

Manufacturer narrative:
Visual and photographic imaging inspection of the lead revealed an exposed torn/frayed cable and missing #1 electrode of the distal end of the lead. This occurred during the surgical procedure.

Event description:
A report was received that during a trial implant procedure, the lead was caught on the ligament flavum and a contact popped off. The contact remains implanted in the patient. The physician will consult with another physician and remove the contact at a later date.

Event description:
A report was received that during a trial implant procedure, the lead was caught on the ligament flavum and a contact popped off. The contact remains implanted in the patient. The physician will consult with another physician and remove the contact at a later date.